Event description:
There was an allegation of questionable results for an unspecified number of patient samples tested for na electrode (na), k electrode (k), and cl electrode (cl) on a cobas pro ise analytical unit. Reportedly, the results for 9 patient samples were corrected. Examples of discrepant high results were provided for 2 patient samples. Patient 1 initial na result was 157.7 mmol/l. The repeat result was 140.9 mmol/l. The initial k result was 5.1 mmol/l. The repeat result was 4.2 mmol/l. The initial cl result was 117.2 mmol/l. The repeat result was 103.7 mmol/l. Patient 2 initial na result was 153.3 mmol/l. The repeat result was 138.0 mmol/l. The initial k result was 4.84 mmol/l. The repeat result was 3.98 mmol/l. The initial cl result was 116 mmol/l. The repeat result was 104.0 mmol/l. The repeat results were believed to be correct.

Manufacturer narrative:
The na electrode lot number was aue 03. The k electrode lot number was anm 49. The cl electrode lot number was ava 16. No expiration dates were provided. Calibration was last performed on (B)(6) 2024with acceptable results. Qc was acceptable. A "sample short" alarm was observed on the alarm trace data. The field service engineer (fse) found a contaminated nozzle at the internal standard and diluent dispensers. The fse performed precision testing and received numerous "noise" and voltage alarms. The fse replaced the nozzle assembly. Mechanical checks and precision testing were successful. The service actions resolved the issue.